Manufacturer narrative:
To date, there are no conclusive findings from this or similar complaint investigations, or from technical or clinical information in the literature that proves or disproves a causal relationship between synplug & optiplug biodegradable cement restrictors or the materials they are manufactured with, and periprosthetic osteolysis (or fractures as a result). There are also no data or findings that would suggest that only some subset of all the products manufactured might be affected. The finding of osteolysis surrounding the distal cement restrictor is unexpected, and undesirable; however, periprosthetic osteolysis in total hip arthroplasty is a well-known problem that is typically a multifactorial process and may be identified through routine radiographic follow-up.

Event description:
It was reported osteolysis was identified by x-ray 5 years following implantation of the product. The patient underwent a total hip prosthesis on (B)(6) 2010 - for coxarthrosis left. It was reported, "the planned clinical follow-up 5-years after the hip total prosthetic implantation took place. The patient is essentially satisfied with the postoperative course. Ap pelvis and hip axial left from (B)(6) 2015: regular implant location at status post hip implantation left. Cranio-medial and caudal capsule ossification caudal to the cement barrier 2x0.8cm measure osteolysis after synplug implantation... We see a regular postoperative course... The patient will be scheduled for clinical and radiological follow-up again in 10 years." The information provided indicates the patient was suffering an "unclear infection" at the time of this 5 year follow up visit.